Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the customer confirmed the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported issue with the pyxis-pyxis information transfer. Shipments were sent from pyxis, but the orders remained in the ordered status, preventing nursing staff from completing the receipt process. Validation was required for the status of the integration service, any errors or pending messages in the transfer logs, and the database connectivity. There were no adverse events or injuries reported based on this event.